Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2015 the reporter contacted animas alleging that the pump had a power issue. During troubleshooting, the user was advised to change the battery to one from a new pack, and the pump powered on appropriately. There is no indication that the product issue caused or contributed to an adverse event. This complaint is being reported because the issue remained unresolved at the time of trouble shooting.

Manufacturer narrative:
Follow-up #1: date of submission 09/30/2015 device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2015 with the following findings: a review of the black box indicated reboots had occurred after call service alarms; no unexplained reboots were observed in the black box. The battery compartment was found to be cracked. The battery cap was not damaged and was able to secure properly to the pump. The battery cap was fastened and unscrewed a half turn with no reboots occurring. The pump powered on normally and successfully completed ezprime steps with no power interruptions and no errors, alarms, or warnings occurring. The pump was exercised for 24 hours with no power interruptions occurring. The pump casing was removed and there were no internal defects found. The complaint could not be confirmed or duplicated on investigation. Unrelated to the original complaint, investigation revealed that the audio bolus button was torn, exposing the button contact. The audio bolus button still responded appropriately to button presses despite the button cover damage. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.